Manufacturer narrative:
(B)(4). Investigation summary: bd received 1 samples and 2 photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for embedded fm with the incident lot was observed. Additionally, customer samples were evaluated by visual examination and the indicated failure mode for embedded fm with the incident lot was observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformance's during manufacturing of the product.

Event description:
It was reported that bd vacutainer® edta 2k contained foreign matter. The following information was provided by the initial reporter: "black fm on the inner wall of tube was found during pre-use inspection."